Manufacturer narrative:
(B)(4). Additional narrative: as the sample was not available, an evaluation could not be performed. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
It was reported that customer was unable to make secure connection between a one link connector to a non-baxter syringe. The reported condition occurred before patient use. There was no patient involvement. No additional information is available.